Event description:
It is reported that a customer was hospitalized at duncan regional hospital for high blood glucose of 706 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The caller was the patient's mother. The customer went into diabetic ketoacidosis. The customer was assisted with trouble shooting the insulin pump that the patient was wearing. There seemed to be no malfunction or complaints about the insulin pump. The mother stated that they will call back once they have more information. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.